Manufacturer narrative:
This I pg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is unable to communicate with her scs ipg and external devices. The patient stated she last charged her ipg approximately six weeks ago, and lost stimulation therapy about four weeks ago. A sjm representative met with the patient and confirmed the issue. Surgical intervention is planned for a later date to address the issue.